Event description:
A report was received that during a reprogramming session, the patient started having convulsions. The primary care physician does not believe the convulsions are device related and that the patient has underlying medical issues.